Manufacturer narrative:
H2) correction: d1. E (street 1), additional information: d9, e (first name, last name) h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly and field service report. Review of the field service notes indicated that the arm cart assembly was replaced. Functionally, the returned arm cart assembly successfully passed calibration in all power cycles conducted. There were no issues observed during calibration and full range of motion processes. Evaluation of the arm cart assembly noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during draping the arm cart assembly had a non-recoverable error. The arm cart assembly became stuck and it was not possible to move any joint. The fifth replacement arm cart assembly was used in its place. There was a few minutes of delay to exchange the arm cart assembly. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during draping the arm cart assembly (aca) had a non-recoverable error. The aca became stuck and it is not possible to move any joint. The fifth replacement arm was used in its place. There was a few minutes of delay to exchange the arm. There was no patient involvement.